Manufacturer narrative:
.

Event description:
It was reported that during an unspecified procedure, the tip of the choice pt guide wire "sheared off in the patient." The totally occluded lesion was located in the circumflex (cx) coronary artery. The tip of the guide wire broke while attempting to remove the guide wire from maverick otw balloon catheter in order to exchange the device for another guide wire. Fluoroscopy revealed that the tip of the guide wire was near the end of the maverick otw balloon catheter, an inflation device was attached and negative pressure was applied. The tip of the guide wire came back into the end of the otw balloon. The physician then pulled the catheter back into the guide catheter and removed as one. The physician attempted to re-cross the lesion with another manufacturer's guide wire, but was unsuccessful. No patient injuries or complications were reported.